Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer failed to open and required maintenance. The customer rebooted the station and attempted to recover the storage space, but the same issue occurred. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 4.2 was unable to detect the closed position. The field service engineer (fse) found the latch inseparable magnet intact and cleaned it. The issue persisted after replacing the drawer control board. The fse then found that the spring on the plunger was slightly broken and replaced it. The drawer was then able to detect the closed position, and the fse confirmed that all cubies were fully functional, resolving the issue. The system functioned as intended after the field service engineer repaired the device.